Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a patient experienced a skin irritation while wearing the lifevest. The skin irritation was described as itchy. The patient's doctor recommended the use of benadryl. There is no alleged deficiency. Follow up was completed and the skin irritation was improved.